Event description:
During a follow-up, low sensing was observed. X-ray revealed lead dislodgement. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.